Event description:
In 2000, the pt was implanted with a small stature cslp with screws. An x-ray taken 4 months later showed some of the screws to be broken. Later that same month, the surgeon did revision surgery after removing the plate and all but one screw.